Event description:
It was reported that the pump display had a pixel issue that affected the customer's ability to interact with and read the screen. The customer¿s blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.